Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker was defective. It was unknown at the time the report was due, if the speaker did not produce sound, or if there was a speaker malfunction error shown on the display. The device was not in clinical use at the time of the event. There was no adverse event or patient harm reported.